Event description:
2023-10-19: integrum received a report form with information that loan unit axor ii (B)(6) disengaged from the abutment without warning. Manufacturing investigation performed, batch documentation reviewed (docreg 012 112-00), no deviations found. 2023-10-19: technical investigation of unit (B)(6) performed. During the investigation, the unit passed the functional test in regards to gripping function, the failure could not be replicated. A feedback report will be provided to the customer highlighting the importance of donning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved.